Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing, pacing inhibition and high pace impedance (>2000 ohms). There was no asystole. The lead was capped and a new lead was successfully placed. There were no adverse patient effects.